Event description:
It was reported that it was found that the pedicle screws were loosened at both side l5 at a removal procedure for a backed out interbody device. The screws were replaced.

Manufacturer narrative:
The lot of the suspect device was not identified, therefore, the manufacturer cannot determine the suspect device. The suspect devices in use are lot # w07c2380, w07d1049, and w07k2781. Device history records for these lots were reviewed. No documentation was found that would indicate a non-conformance to specifications. Manufacture date for lot w07c2380 is 04/02/2007. Manufacture date for lot w07d1049 is 05/08/2007. Manufacture date for lot w07k2781 is 10/29/2009. Neither device nor film of applicable imaging studies were returned to the manufacturer for evaluation. We are unable to determine the cause of the event. Device history records were reviewed. No documentation was found that would indicate a non-conformance to specifications.